Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, visual inspection of the valve indicated that it was discolored, showing evidence of blood contact. The valve showed deformation and/or damage associated with implant. Cuts and/or tears were observed on the outflow of the aortic wall. The aortic wall showed signs of valve repair with multiple blue monofilament sutures and two pledgets adjacent to the left coronary tie-off. One blue monofilament suture had been stitched through the aortic wall into the outflow of the left cusp. One pledget covered a hole that was determined to have occurred during implant. A small hole was observed adjacent to the left coronary tie-off. The attempted repair in the aortic wall adjacent to the left and right coronary buttons resulted in the wall buckling and pushing into the outflow on both sides of the left coronary button. A small white piece of bias cloth was observed on the inner lumen of the outflow. The wall adjacent to the piece of bias cloth was received stitched together. All leaflets were slightly stiff but flexible except where a thin layer of tan friable host tissue extended on the tunica of the right cusp. All leaflets were intact. All commissures were intact. The myocardial tissue was received torn, approximately 5 mm in length, from under the cloth base stitching in the right non-coronary inferior coaptive area. Tissue remained in place under the cloth above the stitching line. A remnant of pannus remained attached to the sewing ring adjacent to the right non-coronary inferior coaptive area. Traces of tan unknown moss-like material were observed around the valve extending to several blue monofilament suture tails. A medtronic subject matter expert (sme) also examined the returned device and observed that there was evidence of sutures placed below the demarcation line (green line) of the cuff and/or stress applied on the myocardium tissue. Conclusion: based on the received information, sme evaluation, and the returned product analysis performed, the probable cause of the torn myocardium tissue on the cuff was due to the user implant technique. Per the instructions for use (IFU), ¿care should be exercised when placing sutures through the sewing rim and aortic wall to prevent stitching through or perforation of the valve cusps. The colored stitches at the inflow demarcate the limited area for placing sutures in the sewing rim. Sutures should only be placed proximal to this demarcation line.¿ there was no allegation that the device caused or contributed to the patient death. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Return of the product has been requested for laboratory analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, the cuff of the bioprosthesis tore apart when the surgeon attempted to suture the bioprosthesis to the aortic wall. The patient expired during the procedure due to left ventricle failure. The surgeon expressed that the death was not related to the bioprosthetic valve, but due to the patient's general health. The device was not implanted.